Manufacturer narrative:
Device evaluation: the customer's complaint was verified. Intermittent image issues. A functional test confirmed the customer's complaint. A visual inspection confirmed contamination on the edac connector, which is consistent with the reason for return. The contamination will require an edac replacement. It's highly recommended that the customer reviews all their cameras for corresponding card edge contamination, as well as their sterilization/processing methods. The cause of the issue was determined as contaminated edac. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, when there's a camera connected it will go in and out. Switched out cords & different cameras used as well. The same issue occurred oes performed trouble shooting with tech support. Occurred during a case. No patient harm. They were able to complete the case. No death or (unanticipated) serious deterioration in state of health reported.